Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00069 on 26-feb-2025. Additional information (14-may-2025): in addition to the service activities mentioned in the initial report, the customer wiped off the probes daily, and the analyzer showed better performance. The customer performed the water culture. Siemens reviewed instrument data and noted that there were several process errors involving sample or dilution probe aspiration malfunction. Siemens further evaluated the event and concluded that the issue with the dilution probe, which was addressed with the service actions mentioned in the initial report, potentially contributed to the event. The investigation conclusions code in the h6 section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer reported that erroneous concentrated carbon dioxide (co2_c), creatinine_2 (crea_2), and glucose hexokinase_3 (gluh_3) results were obtained on forty patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. Siemens remotely assisted the customer and replaced the dilution probe, and crea_2 reagent, performed dilution probe alignment and primed, performed auto check, and ran qc. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the analyzer, performed atellica test protocol (atp) checkout. Then, the cse collected the lab water samples and sent for testing, replaced reagent 1 (r1) probe, dilution probe and sample probe and ran qc, which recovered acceptably. The cause of the event is unknown. Siemens is evaluating the event.

Event description:
The customer reported that erroneous concentrated carbon dioxide (co2_c), creatinine_2 (crea_2), and glucose hexokinase_3 (gluh_3) results were obtained on multiple patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. Among the affected samples, one sample was repeated on an alternate atellica ch 930 analyzer, twenty-five samples were repeated on an original analyzer, and six samples were repeated on both the original and alternate analyzer. For twenty-six, the repeat results were considered correct and were consistent with the patient diagnosis/presentation and were reported to the physician(s). For six samples, both the repeat results were considered correct and were consistent with patient diagnosis/presentation and it is unknown which results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous co2_c, crea_2, and gluh_3 results.